Event description:
It was reported that a cerebral vascular accident and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During recovery the patient woke from anesthesia with symptoms of a cerebral vascular accident. Transesophageal echocardiogram (tee) identified a thrombus on the closure device. The patient was hospitalized. Ten (10) days post index procedure the patient recovered and was discharged on warfarin.